Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin prior to consuming food. Reportedly, the customer did not consume enough food to compensate. The customer experienced a low blood glucose (bg) level of 65 (mg/dl). In addition, the customer was reportedly, active that day. Food was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.